Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, several attempts to fix the lead in the heart failed. The procedure time was extended. The lead was not used, and the procedure was completed successfully using another lead. Patient¿s condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(6).

Event description:
New information received notes that the cause of lead issue was not determined.